Event description:
An end user alleges chronic nasal dryness and nasal septum deterioration as a result of inadequate humidity while using a heated humidifier and associated continuous positive airway pressure (CPAP) device. The user has pre-existing diagnoses of cushing syndrome, allergies, sinus infections, and brain tumor surgery (performed nasally), and stated she takes allergy medication which contributes to her nasal dryness. The model number and serial number of the CPAP have not been provided. The manufacturer has requested the return of the devices for investigation. Upon conclusion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer made numerous requests for the return of the devices for investigation. The user states that her CPAP humidifier device does produce humidity and refuses to return them for evaluation. The dreamstation heated humidifier is an accessory for the philips respironics dreamstation therapy devices to provide moisture to the patient circuit. It is intended for use in spontaneously breathing patients weighing over 30 kg (66 lbs), in the home or hospital/institutional environment, who use mask-applied positive pressure ventilation therapy. The user manual cautions users to "periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider."